Event description:
The customer reported that their central nurse's station (cns) was displaying a black screen. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a black screen. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve the issue and indicated that the issue was due to a loose cable. Based on the available information, the probable cause of the issue is user error. A user may have accidentally loosened the cable of the device, or the cable was not properly secured during set up. The issue is related to securing the cable of the device. There is no malfunction of the cns.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a black screen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying a black screen. No harm or injury was reported.